Event description:
It was reported that the patient was dissatisfied with this inflatable penile prosthesis (ipp). The original corporotomies were way too distal and lateral, this forced the pump to ride really high in the patient's scrotum, made it uncomfortable and difficult to penetrate. A surgical procedure was performed during which the pump and cylinders were removed and replaced with a new set, and corporotomies were made more proximally to pump in better position. The physician does not feel the original pump was placed in the proper position. No further patient complications were reported.